Event description:
Patient reported receiving an e7 (electronic error) message when the infusion device goes from stop into run mode. Preliminary findings showed there were several e7 errors found in the infusion device history. Findings also showed a 7001 error in the history signaling a buzzer short circuit. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result main findings: e7001 were found in the history. The pump correctly triggered the e7001 error messages. The buzzer function failed temporarily. No exact reason is known at the time. The selftests trigger e7155 because of unsufficient v_mot voltage. Causes are defective motor dcdc converter or unsufficient supply. The e7 can be permanent (pump cannot be put into operation again) or transient (pump works normally after battery change). Consumables n/a. The product(s) will be stored in iu.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation is in progress.